Event description:
This serious spontaneous case, manufacturer control number (B)(4) is an initial report from germany received on (B)(6) 2022 from a consumer/other non health professional through diamed (de1962). This case report concerns a (B)(6) male patient, who applied thermacare heat wraps (batch number eh5504, expiry date unknown) for back pain. Concomitant medications and medical history were not reported. On an unknown date after thermacare heat wraps initiation, the patient experienced burn blister, intentional device misuse, and intentional device use in unapproved age group. The patient used thermacare on an unknown date due to back pain for approximately 5 hours. He applied the heat wrap over a t-shirt before going to bed. He asked his wife to remove the heat wrap and had developed five burn blisters. The patient consulted a physician who evaluated the injury as a second degree burn. Outcome: burn blister : unknown, intentional device misuse : unknown, intentional device use in unapproved age group : unknown. The action taken in response to the events for thermacare heat wraps was unknown.

Manufacturer narrative:
Follow up received on 14/apr/2022 from qa department and a further update on 15/apr/2022, all the information were merged together. Complaint number (B)(4). Batch code#: eh5504 brand code/sku#: f00573301023w product count: 2 count date of manufacture: 19-dec-2020 through 24-dec-2020 expiry date: (B)(6) 2023 quantity released: 216,888 cartons batch code#: eh5504 brand code/sku#: f00573301023w product count: 2 count date of manufacture: 19-dec-2020 through 24-dec-2020 expiry date: (B)(6) 2023 quantity released: 216,888 cartons batch eh5504 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots.the device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Per trn-000096410, consumer return samples and retain evaluations, effective (B)(6) 2021, inspection of retain sample and retain evaluation was performed. The visual inspection of a retain sample included one carton and the two pouched wraps inside, and shows no obvious defects to carton or pouched wraps. Form-000094632, retain sample inspection form documented the retain evaluation performed on (B)(6) 2021 for a previous complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result of 4.61 was below the upper control limit (ucl) of 76.2 complaints per trn-000096313 "complaint trending guideline," effective (B)(6) 2021. On the basis of this evaluation, a trend does not exist for this batch. Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6 degrees c to 41.6 degrees c) per pal-000095139 thermacare agm lower back and hip unprinted (gucci), effective date: (B)(6) 2020. There was one wrap attribute defects recorded for the batch on (B)(6) 2020 for wrap delamination major for a fold-over in the carrier web; this defect would not affect a wrap heating for use. There was no variable defect recorded for the batch. This batch has been reviewed from a manufacturing perspective. There are no known site investigations associated with this batch involving wrap temperature. Based on the information provided, the events burn blister, intentional device misuse and intentional device use in unapproved age group as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare lower back and hip does not mention that burn blister, intentional device misuse and intentional device use in unapproved age group could be adverse events of this medical device. Dechallenge and rechallenge were unknown for burn blister and they were not applicable for the others. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare lower back and hip and the incident is considered as possible. Batch eh5504 is the only batch within the scope of this investigation. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The visual inspection of a retain sample included one carton and the two pouched wraps inside, and shows no obvious defects to carton or pouched wraps. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event safety request for investigation received at the albany site requiring an evaluation for this batch.